Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two months post implant, the entire pacing system was explanted due to infection. It was reported that when extracting the leads, the plasma blade went through an artery. Bleeding occurred, which took a while to stop. The ipg was replaced. No further patient complications have been reported as a result of this event.